Event description:
It was reported that the tps micro driver trigger was discovered to be sticking during testing. There was no patient involvement, and there was no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
H10: a follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps micro driver trigger was discovered to be sticking during testing. There was no patient involvement, and there was no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly, the diagnostic engineer found corrosion.